Event description:
Right-side suspected rupture.

Manufacturer narrative:
Sientra complaint #: case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra requestes to void this report as the health care provider updated that the alleged device was not made by sientra. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.